Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Approximate age of device - 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Post implant, the patient was placed on plavix in addition to aspirin and coumadin. On (B)(6) 2017, it was reported that device interrogation revealed elevated flows and pump powers. The patient¿s lactate dehydrogenase (ldh) was 300¿s u/l, plasma free hemoglobin (pfh¿s) was less than 30 g/dl and the patient had no signs of hematuria. In response to the elevated powers, the customer aggressively anticoagulated the patient with a heparin infusion on (B)(6) 2017 and added additional antiplatelet drug all while keeping inr within 2.5-3.5. Log file analysis revealed a low speed advisory. On (B)(6) 2017, it was reported that the patient was doing well and that pump powers had decreased. A ramp echocardiogram study performed when the increased pump powers were first observed showed the aortic valve closed with increasing pump speed, no aortic insufficiency and mild mitral regurgitation. The patient¿s highest ldh was 327 u/l, pfh was less than 30 g/dl and urine was always clear. As of (B)(6) 2017, no further tests had been performed and the cause for the increase in power had not been determined. No additional information was provided.

Manufacturer narrative:
The report of power/flow elevations was confirmed via the submitted system controller log files. The submitted log files contained approximately 18 days of overlapping data, spanning from (B)(6) 2017 at 17:35 to (B)(6) 2017 at 15:22, and captured the initialization of the system controller. The log file captured several sustained power elevations of greater than 10w. A single low speed operation was captured (B)(6) at 23:09, when the device speed fell below the low speed limit. Excluding this event, the device operated above the low speed limit for duration of the log file. A specific cause for the change in pump parameters cannot be conclusively determined. The patient remains ongoing on the left ventricular assist system (lvas) support and no related issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.